Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and checked for the reported problem. Analysis of system log file by fse showed focus error. Upon troubleshooting, fse found the communication with the xsc got failed and fse changed the network cable from the m- cabinet to xsc to resolve the communication issue. However upon further analysis, fse confirmed the focus error is not related to the tube focus as the system was working as intended without any errors. Following the repair action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not happening. There was no harm reported. Philips has started an investigation of this complaint.